Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, stenosis leading to device revision or replacement was unable to be confirmed, as medical records were not provided. The technical summary that applies to this complaint event documents that it has been established through extensive complaint investigations, that stenosis/increased gradient events for the sapien 3 valves post-implantation have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events have been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Therefore, it is likely that these patient/procedural factors may have caused or contributed to the stenosis/increased gradient event post-implantation. However, due to insufficient information for this event, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : valve remains implanted.

Event description:
As reported by the clinical specialist, approximately 3 years post successful transfemoral aortic valve replacement procedure, the 29mm sapien 3 valve failed due to aortic stenosis. A 26mm sapien 3 ultra resilia valve was successfully implanted into the existing transcatheter heart valve.